Event description:
Reportable based on device analysis completed on 02may2023. It was reported that premature deployment occurred. A 10x50 embold fibered detachable coil system was selected for an embolization of the renal arteriovenous (av) fistula. The device was advanced and at approximately 50% deployment, the device became resistant and stuck. The push wire was not deployed; however, became detached from the coil and was half in the microcatherer and half in the vessel. A v-18 guidewire was advance to attempt to push the coil out of the microcatheter, but became stuck with the coil. The entire system was removed with the coil half in the microcatheter and stuck with guidewire. The procedure was completed with embold coils. There were no patient complications and the patient status was good. However, device analysis revealed the main coil detached.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. The returned product consisted of an embold fibered coil 10x50. The terumo microcatheter used in the procedure was returned. The nitinol delivery wire was returned with the couplers attached. The delivery sheath was not returned. The returned delivery wire showed that it was not broken at the laser cut perforations. The pull wire was intact. The coil was detached from the distal coupler. The coil was inside of the terumo microcatheter and sticking out to the hub end of the catheter. The coil was pulled from the microcatheter with no issues. The coil showed severe stretching. The coupler components were bent. The returned terumo microcatheter internal diameter was measured using calibrated gage pins and was with in specification. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.